Event description:
Bent deployment string. A new proglide had to be opened to complete the procedure. The product had patient contact but no patient harm. Manufacturer response for proglide, (brand not provided) (per site reporter). Product will be picked up for evaluation.